Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire was provided for evaluation. The guidewire is shown to be within partially within its hoop. Residue appears to be present on the device. A knot is visible near the distal tip of the guidewire. The conditions of use and insertion technique are unknown. Based on the information provided, possible contributing factors include advancement and retraction of the guidewire against tissue or resistance. Since a knot in the guidewire was observed to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported when passing the PICC catheter, the guide wire did not progress, when removing the guide wire, it presented a knot at its tip. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez3673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when passing the PICC catheter, the guide wire did not progress, when removing the guide wire, it presented a knot at its tip. No other information was provided.